Event description:
It was reported, that the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024. Wherein, the ipg was repositioned over more lateral from the midline of the spine to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined.